Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist the team noticed that the leaflets of a 23mm sapien 3 ultra valve did not appear to be coapting properly during rinse. A second valve opened at request of physician. Per further assessment of returned valve, a crease was observed per visual inspection.

Manufacturer narrative:
A supplemental is being submitted to correct the h6 code for device code.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no relevant imagery or medical records were provided for evaluation. The complaints for ''device preparation - valve/component anomaly - alleged inadequate coaptation'' and ''device preparation - valve/component anomaly - other'' were confirmed through returned product evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. An in-depth evaluation regarding the complaints for inadequate coaptation and valve component visual anomalies have been documented in a technical summary. In the technical summary, devices returned for these over a two-year span were evaluated. The technical summary states that the summary of hydro-performance test data has demonstrated that all the returned complaint valves functioned properly: possessing adequate coaptation and demonstrating unrestricted motion. All available data from complaints with returned devices support the existing device training instructions, provided to the clinical specialist and physician, that the adequacy of thv leaflet coaptation and appearance should not be evaluated during thv preparation. Additionally, the technical summary demonstrates that the manufacturing mitigations in place support that is unlikely a manufacturing non-conformance would contribute to the complaints. It should be noted that these mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place. In summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As such, available information suggests that procedural factors (failure to follow instructions/user perception) may have contributed to the reported inadequate coaptation. As reported, ''a crease was observed per visual inspection''. In this case, the crease on the leaflet was likely due to poor workmanship from the manufacturing. As such, available information suggests that manufacturing issue (workmanship) may have contributed to the reported component anomaly. A product risk assessment was initiated for further investigation and to assess the risk of the nonconformance identified. CAPA decision will also be captured in the product risk assessment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.